Manufacturer narrative:
The customer reported that they determined that the application hadn't been calibrated since july. They loaded a new pack and got a new lot of calibration. The customer verified that there have not been any new events. Per the product labeling, "renewed calibration is recommended as follows: every 12 weeks when using the same reagent lot every 28 days when using the same cobas e pack on the analyzer." The investigation determined that the root cause was customer education on proper product handling.

Event description:
There was an allegation of a questionable pth elecsys e2g 300 result from two of the cobas e 801 analytical units for one patient. The initial result from the cobas e 801 analyzer unit a was 65.3 pg/ml, and the repeat result on the cobas e 801 analyzer unit b was 84.9 pg/ml. The initial result was repeated because a doctor questioned them. The repeat result was deemed to be correct. The result from another hospital was 61.0 pg/ml.

Manufacturer narrative:
The cobas e 801 analytical unit a serial number is (B)(6). The cobas e 801 analytical unit b serial number is (B)(6). The customer reported that qc was okay before the event. The customer stated that the issue was resolved by loading fresh packs and completing calibration. They also ran a 21-cup precision test and a correlation study. The precision, mean, and correlation study were all acceptable. The investigation is ongoing.